Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high and undefined pacing impedance consistent with mineralization. In addition, oversensing and high sensing integrity counter (sic) were noted. The tachy features were turned off and the rv lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.